Event description:
Information was received indicating that while setting up a smiths medical cadd ms3 pump for use, the pump said it needed to be setup/ programmed. It was also reported that the pump had been in use regularly and recently. Remodulin was the medication being infused. There were no reported adverse events.

Manufacturer narrative:
One cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. Inspected the pump and after performed functional tests, the device was found to be not maintaining programming. Further investigation of the pump and determined that a faulty microprocessor board is the root cause of the issue. Therefore, the microprocessor board will be replaced. The problem source of the reported problem is unknown.